Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the blade would not stop rotating. There was no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation. The blade rotated and extended during functional inspection without issue. There was no continuous spinning of the blade.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.